Event description:
A malfunction was reported by the caller on their pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helping to reset the pump, but the malfunction code recurred. Consequently, technical support decided to replace the pump, ensuring the customer would receive a pump with updated software. The customer was informed about transferring their settings and connected devices to the replacement pump and instructed to return the malfunctioning pump to avoid additional charges. The customer acknowledged all instructions and arrangements.